Manufacturer narrative:
This patient received bilateral tmj devices in (B)(6) 2017. About 6 months post implantation, the patient started experiencing signs of infection and edema on her right side. On (B)(6) 2019, the surgeon removed the patient's right tmj devices and placed a spacer in the joint space. Tissue samples were taken for microbiological testing, and the results showed growth of cutibacterium acne. The surgeon plans on placing revision components once the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.